Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. The device was received with a needle protector and without a yellow guard attached to the needle. Upon visualization the device appeared to have residue throughout the needle and was received in its initial position. No visual anomalies were noted to the device. Upon functional testing, the device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Therefore, investigation is unconfirmed for the reported failure to fire as the device was able to prime and fire properly and all 6 samples were collected with no issue. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue, using the maxcore instrument. During the procedure, when the device was fired, the outer cannula did not fired. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy procedure through normal density tissue, using the maxcore instrument. During the procedure, when the device was fired, the outer cannula did not fire. The procedure was completed using another device. There was no reported patient injury.